Manufacturer narrative:
(B)(4). The iipv event was confirmed during event history log review. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be use error and tidal total uf removal set too low.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device passed the rite electrical test but failed the rite functional test specifications. Initial evaluation confirmed the problem. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs. The drain volume was 3381ml during cycle 3. The largest prescribed fill volume of 2000ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.